Manufacturer narrative:
The device was discarded at the hospital. No lot number was able to be obtained. Without the return of the product, it is not possible to determine if damages or defects existed on the product. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
Information was obtained from the journal of the japanese association for thoracic surgery, 2015 jul;68(7):535-7. An (B)(6) year old female patient, diagnosed with cardiac failure, underwent mitral valve replacement, tricuspid annuloplasty, and maze procedure. A swan-ganz catheter was inserted via the right jugular vein. Operative procedures were uneventful, but active and massive airway hemorrhage occurred while weaning off cardiopulmonary bypass. A hematoma spreading under the visceral pleura of the right middle-lobe lung was found, possibly induced by a catheter. Multiple interventions were performed. The patient's small build and fragile tissue due to advanced age were thought to be the factors of the pulmonary artery perforation. The patient had a good recovery and was discharged from the hospital on post-operative day 36.